Manufacturer narrative:
Items returned for evaluation: -delivery system (pusher) -web implant -introducer -via 17 microcatheter. Items not returned for evaluation: -dispenser hoop -controller. The web implant was returned separated from the pusher within the distal end of the microcatheter. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications. However, the proximal connector was kinked at the lead wire joints. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. No damage or kinks were observed on the returned via 17 microcatheter. The investigation of the returned web system found the implant separated from the delivery system, the proximal connector kinked, and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged connector and heater coil windings, which is consistent with the alleged detachment issue. However, the heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the connector damage, but the damage is consistent with the device experiencing forces over specification. No damage was found on the returned microcatheter that would have caused or contributed to the reported complaint.

Event description:
It was reported that the web device experienced a delayed detachment. When retrieving the device, the web detached in the via. Returning via with web inside. A 6x3 was used in it¿s place. Patient doing well. No patient injury was reported.

Event description:
It was reported that the web device experienced a delayed detachment. When retrieving the device, the web detached in the via. Returning via with web inside. A 6x3 was used in it¿s place. Patient doing well. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.